Event description:
It was reported that the stent was partially released prematurely. The delivery system was used with the handgrip and the safety clip was in place. When the physician tried to advance the delivery system through the stenosed lesion in the left superficial femoral artery, the delivery system was unable to pass through the lesion. The user pushed the delivery a few times but it would not advance. After the delivery system was removed, a partially released stent was identified. The physician then removed the safety clip and unsuccessfully tried to pull the stent back inside the delivery shaft. No report of pt injury.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. A stent delivery system with a partially deployed the stent was returned for evaluation. The condition of the sample matches the information provided by the customer. However, a patency test with a device compatible guide wire was successful. The reported issue of a premature deployment is confirmed as the stent was partially released for 10 mm upon receipt while the trigger mechanism was found to be not activated. The premature deployment may be a result of resistance during advancement of the delivery system. However, based on the condition of the sample and the performed evaluation this assumption could not be verified. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. The current instructions for use (IFU) states: should unusual resistance be felt at any time during the procedure, the entire system should be removed as a single unit. In this case, the user did not follow the IFU. The potential factor of insufficient flushing is addressed as the IFU states that the system needs to be flushed prior to inserting the delivery catheter over the guidewire at the two female luer ports until saline drips from the distal tip of the catheter.